Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per paperwork received with the returned device, the device was explanted, because it was "malpositioned". The patient was reimplanted with a new device during the same surgery.